Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or display anomaly noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. No unexpected no delivery alarm during testing. Unit passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that after receiving a no delivery alarm and changing the battery, they received a blank display on the insulin pump. The customer's blood glucose level was unknown. They did not have a new battery to test. Due to the customer feeling uncomfortable with the insulin pump, the device will be replaced and returned for analysis.